Manufacturer narrative:
The pod was received with cannula not deployed. Pod download data showed timeouts and drive stall in the beginning that caused failure in deploying needle, even after completing the priming sequence. The actual cause of the timeouts and drive stall could not be determined. Bottom and middle batteries were measured to be low. It could not be conclusively determined if this finding linked to the reported needle mechanism failure.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm the reported needle mechanism failure or to determine its root cause. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including confirming that the device deployed the cannula correctly.

Event description:
It was reported that the needle did not move forward when the pod was activated; this indicates a needle mechanism failure. The pod was not worn.